Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient(pt) had an EKG yesterday and did not tell them they had the device and did not use their equipment to turn stim off prior to the EKG. Caller said they noticed some spikes now want to do a stress test a new heart echo, ultrasound. Caller said they were calling today because they want to make sure pt can have that done. The patient was redirected to their healthcare provider to further address the issue.